Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the patient missing on pyxis. A technical support specialist advised customers and resolved the issue. The system functioned as intended as the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system medes hsvosb missing patient. The customer stated that they override the medications so that there was not a delay getting them to patient. There were no adverse events or injuries reported based on this incident.